Event description:
It was reported that complete heart block occurred. The native aortic annulus was 26.5mm in diameter with mild calcification. Vascular access was obtained via a right transfemoral approach. A 27mm lotus edge valve was implanted. Rhythm disturbance occurred immediately following implantation of the valve. The patient went into complete heart block. A bsc permanent pacemaker was implanted. Following pacemaker implant, the patient developed a pneumothorax due to the pacemaker lead. The pneumothorax was treated with a chest tube. The patient has been discharged and is doing well.